Event description:
Subsequent to the previous report, the additional information was received: only the 3.5x28mm xience sierra stent had restenosed. There was no restenosis in or within 5mm of the 2.5x33mm xience sierra stent.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina, myocardial infarction and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. C1, c7 updated. D4: catalog number, lot number, expiration date, UDI#. H4: device mfg date.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with unstable angina and a percutaneous coronary intervention (pci) was performed. Pre-dilatation was performed on the mid to proximal left anterior descending (lad) coronary artery lesion and a 2.5x33mm xience sierra stent and a 3.5x28mm xience sierra stent were implanted with acceptable results and no complication. On (B)(6) 2021, the patient presented to an outpatient clinic with chest pain. A treadmill stress test was performed with cardiac wall motion abnormalities. The patient then had severe chest pain and was directly admitted to the hospital. A myocardial infarction (mi) was diagnosed and in-stent restenosis was observed in the ostial-proximal lad. There was no device malfunction. On (B)(6) 2021, another pci was performed as treatment in the 95% restenosed proximal lad. The event resolved without sequela. No additional information was provided regarding this issue.